Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.0/2.5/071 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive change overtime. On (B)(6) 2024 the lens was explanted. A replacement lens of different length and power was later implanted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).